Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter failed to retract even though the safety button was pressed. Found during use. No reports of serious injury or medical intervention noted.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter failed to retract even though the safety button was pressed. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: device/batch history record review: although the review of the dhrs review are required for MDR¿s per ms-qs-083, a review could not be performed as the lot number was not provided. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 12 version j was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: received one used iag 22ga unit from an unknown lot number. The unit consisted of needle/safety barrel assembly and the needle cover. Visual/microscopic examination: observed the needle was not retracted into the safety barrel and the button was not depressed. Observed cured adhesive had adhered to the flange of the white button and the grip and flowed down on to needle hub. Functional test (needle retraction) was performed: when the button was depressed; the needle did not retract into the safety barrel. Investigation samples(s) meet manufacturing specifications: no; the returned unit provided for evaluation revealed cured adhesive had adhered to the flange of the white button and the grip and flowed down on to needle hub. Which was manufacturing related; this would disable the needle from retracting. Investigation conclusion: root cause: manufacturing. The cured adhesive observed on the unit was physical evidence to confirm and support the manufacturing process related issues for the defect.